Manufacturer narrative:
The date of device return was incorrectly entered in the previous report. This report has been updated with the corrected information.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: a small needle hole was noted in the side of the valve. The valve was tested for programming; no issues were found. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested and passed. The valve was then pressure tested; no issues found. Review of the history device records for the valve found the device conformed to the specifications when released to stock. Based on the results of the investigation, the complaint could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: unknown product code; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was attempted to implant to the patient but leakage was found from the catheter when the brain ventricle catheter was connected. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.